Manufacturer narrative:
The impella cp optical was returned for investigation. Upon completion of our analysis, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old patient endure a delay in support resulting from a kinked cannula causing lower than expected pump flow. Reduced cardiac output and reduced mean arterial pressure were exhibited. The impella was removed and replaced, but due to reduced/delayed support, dialysis was required. The physician attributed the impella as a contributing factor in the patient's need for dialysis.

Manufacturer narrative:
The device was returned and a kink in the cannula was confirmed. Data logs also confirmed numerous suction alarms with a decrease in pump flow. Simulated use testing found the pump to run within specification. Evidence suggests the cannula kink was caused by the patient's condition (small ventricle).